Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the main cable assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during testing of the device at the service center, the end of the cable to the central control monitor (ccm) was found to be crushed. There was no patient involvement.